Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an internation product 8l44, which has a similar product marketed in the us: 6l22 core us.

Event description:
The customer experienced (B)(6) result on the architect i2000sr analyzer. The following results were provided: (B)(6). There was no impact to patient management reported. The result of (B)(6) is questioned by the physician but the results were not repeated.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, batch record review, a review of labeling, and clinical (B)(6). The investigation included review of the submitted data and product historical data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. All control and calibration was in typical range, and a seroconversion panel was tested and reagent lot 24174li00 detected the same bleed as reactive as the data provided by the manufacturer (biomex seroconversion panel (B)(6)). Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.